Event description:
(B)(4). Nausea, bowel problems, urinary problems, unexplained rashes, unexplained fevers, extreme pain in lower part of stomach (pelvis area), dizziness, weight gain, tiredness, all over sick feeling, depression.